Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding") and abdominal pain ("chronic bilateral abdominal pain/ abdominal pain") in an adult female patient who had essure (batch no. 50701364) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), intervertebral disc degeneration ("degenerative disc"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, intervertebral disc degeneration, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, intervertebral disc degeneration, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-mar-2018: essure complaint received from lawyer. Essure was inserted on (B)(6) 2013. The plaintiff also experienced pelvic pain, vaginal pain, severe cramping and heavy abnormal bleeding. On (B)(6) 2015 she underwent to the first of one or more surgeries to remove one or more of the essure coils. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding") and abdominal pain ("chronic bilateral abdominal pain/ abdominal pain") in an adult female patient who had essure (batch no. 50701364) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included alprazolam (xanax), fluoxetine hydrochloride (prozac) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), intervertebral disc degeneration ("degenerative disc"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and nausea ("nausea"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, alopecia, urinary tract infection, weight increased and nausea was resolving and the genital haemorrhage, abdominal pain, intervertebral disc degeneration, vulvovaginal pain, abdominal pain lower, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, fatigue, genital haemorrhage, headache, intervertebral disc degeneration, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and mr received: event abnormal bleeding (vaginal, menorrhagia), fatigue, hair loss, infection: uti, migraines/headaches, nausea,weight gain added. Events outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.